Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii." Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade 3

Event description:
Healthcare professional reported right side "capsular contracture baker grade 3." Device was explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 27jul2024. Supplemental medwatch submitted to the FDA via emdr on 07mar2025. Added CAPA 688593 to the reference numbers. Additional, changed, and/or corrected data: h4.

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii." Device was explanted.